Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf uni-directional nav catheter and suffered a cerebrovascular accident requiring no medical or surgical intervention. A couple weeks post-procedure, the patient sustained a cerebrovascular accident. No intervention was provided. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to product malfunction and procedure. Patient received anticoagulant during the procedure with activated clotting time maintained between 337 and 489 seconds. It was noted that during the procedure, ablation on the posterior wall was conducted at 25 watts at 4ml/min, which is half the normal irrigation rate.

Manufacturer narrative:
Correction to 3500a initial report. Omitted the following UDI statement in error. Full UDI # information unavailable since the lot number is unknown. (B)(4).